Event description:
It was reported that the radiofrequency programmer heads were in need of repair, if possible. The programmer heads were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer head was unable to interrogate due to major internal corrosion. Concomitant medical products: product ID 2090w programmer; product ID 2067l radiofrequency programmer head; product ID 2067l radiofrequency programmer head. (B)(4).